Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The cause of low bg was unknown. The customer was incapacitated and received third party assistance from their spouse, who provided carbohydrates to address bg. No additional patient or event information was available.